Event description:
After flushing and use of the q-syte fixed on a ramp, the nurse observed air bubbles inside the tubing. The infusion was stopped.

Manufacturer narrative:
The sample is being returned for analysis. Upon completion of the investigation a supplemental report will be submitted. (B)(4).